Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after entry of the applicator pairing code, despite re-entering the code on the ilet and attempting troubleshooting and education; the user planned to replace the sensor and contact the cgm manufacturer. Symptoms included no glucose data available due to loss of cgm connectivity. Outcomes included no injury and no hospitalization. Investigation included user-guided troubleshooting that verified the pairing code, repeated pairing attempts on the ilet, and recommendation to replace the cgm sensor and engage the cgm manufacturer for further support. Investigation of this case revealed an inability of the external cgm component to establish communication with the ilet, consistent with a pairing or communication failure attributed to the cgm sensor/transmitter rather than the ilet. It was concluded, based on previously established findings for similar reports, that the cause was device communication failure related to the external cgm system.